Manufacturer narrative:
The marathon micro catheter was used during an embolization procedure to treat an avm. The marathon micro catheter will not be returned for analysis as it was discarded at the site. In addition, applicable photographs (relevant to the complaint) were not returned for analysis. Based on the reported information, the customer¿s report of ¿marker band dislodge¿ could not be confirmed and the cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. In addition, all products are 100% inspected for damages and irregularities during manufacture. Therefore, manufacturing has been ruled out as a potential cause. As noted in the marathon IFU (instructions for use): ¿when the infusion catheter is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the catheter without observing the resultant tip response.¿ in addition, ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation.¿ no corrective action is required at this time as the cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the radiopaque distal tip of the microcatheter was not visible under roadmap. Prior to the event, the physician advanced the microcatheter and guidewire to the inside of the nidus of the avm. The microcatheter became visible under dsa; however, the distal radiopaque tip of the microcatheter was not visible. The microcatheter was removed from the patient and the radiopaque distal tip had been dislodged and no longer present. The microcatheter was discarded and replaced with another microcatheter of same brand to complete the procedure. The location of the dislodged marker band could not be found in the patient or anywhere outside. It was lost. No patient injury was reported as a result of the procedure. No intervention was required. The patient was undergoing liquid embolization of an avm. The patient¿s vasculature was moderate in tortuosity. The access vessel was middle cerebral artery with diameter of 2.7mm. The device and ancillary devices were prepared as indicated in the IFU. The microcatheter was flushed and guidewire was hydrated with heparinized saline. The physician did not steam shape the catheter tip. The catheter was removed from the packaging as indicated in the IFU. The device will not be returned for evaluation as it was discarded.